Event description:
The field service engineer reported a pump in which the keypad on channel a does not respond. This problem was identified during biomed testing. There was no patient injury or medical intervention. No additional info is available.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.